Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient's pre-op refraction was -4.5 d and after implantation of a c-flex aspheric 970c +17.0 d iol their refractive outcome was -2.0 d. On a unknown date post-operatively, the c-flex aspheric 970c iol was explanted and exchanged for a b&l +15.5 d iol. Post iol exchange, the patient refractive outcome is reported to be +1.75 d. Rayner is liaising with its polish distributor to obtain additional information to facilitate further investigation of the reported event. There is currently insufficient information available to determine the cause of the deviation from target refraction.

Event description:
On (B)(6) 2019, rayner intraocular lenses limited received notification from its polish distributor of an event that occurred following implantation of a c-flex aspheric 970c iol. The event description provided states that post-operatively the patient's refractive outcome was not as intended.